Event description:
The customer reported to olympus that while using the evis exera iii colonovideoscope, there was a positive culture test and customer was going to proceed with further testing; there was also worn epoxy on the bending cover and the angulation did not reach specified limits. The event was found at reprocessing, the procedure was a colonoscopy (diagnostic) and there was no patient harm reported as a result.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to deformation of the bending tube, the bending angle in the up direction exceeded the standard value. Due to a chip on the plastic distal end cover, the insulation resistance value at distal end did not meet the standard value, the light guide lens had a chip, the plastic distal end cover had a chip, and the adhesive on the bending section cover had a chip. The scope connector case was also found to be deformed, as was the air water cylinder; the suction cylinder and forceps channel port were found to be deformed as well. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer informed olympus they re-ordered culture testing to the third-party labs. The test resulted in no detection of bacteria. The results of the customer's culture tests, performed at the third-party labs, are provided below: (B)(6) 2022 (3 month routine sampling). Sampling from: water sampling. Cfu: heavy growth. Bacterial identification: escherichia coli. (B)(6) 2022 (re-order). Sampling from: brushings/washings. Cfu: no growth. Bacterial identification: n/a.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, a correction is being made to the date of event and the event for information available at the time of the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing, inspection found no abnormality or leakage that may cause the event, and the customer's retest found no growth, the root cause cannot be identified. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Per the legal manufacturer, the other device defects reported by the customer (worn epoxy on the bending cover and the angulation did not reach specified limits) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.